Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a left clavicular pocket infection. Cultures were taken. Antibiotic treatment was necessary. The leadless implantable pulse generator (ipg) device was unable to be explanted and remains in use. The patient will be monitored. No further patient complications have been reported as a result of this event.